Event description:
It was reported that when the device was used during a diagnostic laparsocopic procedure, the shield did not retract. Opened another device to complete the case. There was no consequence to pt.